Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed testing. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) had shorted. The cause of the test failure is the shorted igbts. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor failed testing.